Manufacturer narrative:
No unexpected power loss alarm was noted. The insulin pump was monitored for several days and sleep currents are within specification. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call, that the customer received a power loss alarm. Customer's blood glucose level at the time 105 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.